Manufacturer narrative:
Customer complained that the meter has a no image /no power problem. Manufacturing records will be reviewed right after receiving the serial number and other device information. The device is not returned yet. Relevant investigation will be initiated after receiving those information.

Event description:
No image /no power of the self-monitoring blood glucose meter (modek emv).